Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler tip, as the proximal plastic end of the tunneler was detached. Both break profiles were slightly jagged. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that prior to the placement of the dialysis catheter, the tip of the tunneler allegedly broke. Reportedly, another tunneler was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device expiry date (03/2020).

Event description:
It was reported that prior to procedure, the tip of the tunneler allegedly broke. It was further reported that a new device was used. There was no reported patient contact.